Manufacturer narrative:
The devices were not returned for evaluation; they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the units that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed.

Event description:
It was reported that three catheters were defective. The physician indicated that the balloon inflated eccentric and would not deflate with the syringe attached and not attached. This was noticed during testing and did not enter the patient.

Manufacturer narrative:
Related medwatch 2015691-2016-00621. Follow up correction to indicate one unit not three.

Event description:
It was reported that one catheter was defective. The physician indicated that the balloon inflated eccentric and would not deflate with the syringe attached and not attached. This was noticed during testing and did not enter the patient.

Manufacturer narrative:
(B)(4).